Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative an open circuit condition detected during shock delivery, high out of range shock impedance measurements were observed. It was clarified that this happened during an unrelated thoracotomy procedure and the device was not turned off during the procedure. After the procedure it was noted that all measurements were within normal values. Further evaluation of the device was discussed. At this time, this device remains in service. No further adverse patient effects were reported.